Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photos confirmed the reported separation of the outflow graft bend relief (ogbr) outer material from the ogbr attachment clip. During pump preparation for implant on (B)(6) 2020, while attempting to attach the ogbr, the nurse reportedly caused the outer layer of the obgr material to separate from the clip. The ogbr was exchanged for a new ogbr. Pump preparation was completed with the new ogbr without issue. Review of the submitted ogbr photos confirmed complete separation of the outermost layer of polytetrafluoroethylene (ptfe) from the proximal attachment clip of the ogbr. The underlying, thicker ptfe layer of the ogbr was properly secured to the attachment clip of the ogbr. No other obvious damage to the ogbr was observed. A manufacturing task was previously created to address the delamination of the outermost layer of the ogbr. A supplier corrective action was issued and an update to the manufacturing procedure was made to wrap the flat stock ptfe material where the outer layer meets the titanium collar to provide added restraint during assembly. This updated procedure was released on (B)(6) 2020. Of note, the complaint ogbr was manufactured prior to the updated process. The patient remains ongoing on (B)(6) with no further reported issues at this time. Requests for return of the ogbr were made; however, the ogbr has not been returned at this time. The relevant sections of the device history records for the outflow assembly, lot #7426616, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturing date of the sealed outflow graft with bend relief, lot #7426616, was (B)(6) 2019. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 5 ¿surgical procedures¿ of the IFU contains information on "preparing the sealed outflow graft." The IFU also warns that, during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump preparation while attempting to attach the outflow graft (ofg) bend relief, scrub nurse caused outer layer of bend relief silastic material to separate from the clip portion. That material was no longer attached to the bend relief, causing it to bunch up and slide down the bend relief. Damage to the material was considered significant and necessary to exchange for a new bend relief. Circulating nurse opened a back up hm3 implant kit to retrieve a new undamaged bend relief for the pump preparation. Pump preparation was completed with new bend relief without issue.